Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that this was their 2nd one and they were told about a device that could last up to 20 years. They had a friend who lost their bladder (no indication they have any sort of device) and the patient indicated they were close to that. They found out a few days ago that they were getting to that point. Their current device died and they knew it was around the time they would have to replacement, but at that moment they were in the hospital fighting a urine infection. They had 8 infections last year and 4 infections this year and that was way too many already.